Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead and the rv (right ventricular) pacing lead was beyond the expected lower range. (B)(4).

Event description:
It was reported that the patient complained of dizziness. It was determined that both leads exhibited low pacing impedance resulting in a polarity switch on both channels. The patient was monitored and subsequently scheduled for a lead revision. The leads were later abandoned in the patient and replaced. No further patient complications have been reported as a result of this event.